Event description:
This system was explanted and replaced during a routine device change out. This rv lead was removed due to dislodgement. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.